Event description:
Reporter states customer reportedly received results of 250 mg/dl and 128 mg/dl within 10 minutes on the active s system. No actions taken based on device result. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.